Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress and a leaky valve occurred. During a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that the faradrive sheath introduced air when a catheter was inserted into the sheath. The troubleshooting steps included trying to aspirate the sheath multiple times as well as double checking the aspiration syringe and sheath connection to fluid. Air was being introduced in the sheath and the valve was leaking regardless of the troubleshooting efforts performed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was disposed.